Manufacturer narrative:
One device was returned for repair with complaint that the device had a ripped and bubbled downstream occlusion (dso) seal. No events found in device history. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual/functional testing was performed. Reported issue was confirmed through visual inspection. The cause of the reported issue was a ripped and bubbled dso seal. The reported issue was resolved by replacing dso seal. Upon further inspection, found a separating upstream occlusion (uso) seal. Replaced uso seal. The device passed all functional testing after repair activities were completed.

Manufacturer narrative:
B3. Date of event: year of event have been provided, but month and day is unknown.h3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a ripped and bubbled downstream occlusion (dso) seal. There was no patient involvement.